Event description:
It was reported that there was event with a full-hd camera head. According to the provied information, the monitors started to flash and turn red with lines half way through a laparoscopic procedure, severely disrupting surgeon view- reported as dangerous for patient a clinical decision was made by the operating surgeon to halt the procedure and transfer the patient to the local (B)(6) hospital as the procedure became too complex to complete at this private hospital. This decision was not as a result of the reported event. However, no harm to patient.

Manufacturer narrative:
Belated evaluation and reporting of this complaint was done during retrospective review as part of CAPA 20-0074 corrective action 6. Despite several requests, we did not receive the product for investigation. Furthermore a serial number was not provided. Therefore, a clear conclusion cannot be drawn. There are no similar complaints on the basis of a complaint history review. The most probable root cause is a defective monitor cable or even the monitor itself. The event is filed under internal karl storz complaint ID (B)(4).